Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (sn (B)(6)) displayed mid:09 (air trap assembly) error" was confirmed during functional testing and archive data review. The root cause of the mid:09 error was due to a failed air trap sensor block, likely attributed from the saline liquid found on the air trap sensor and sensor pc board, likely caused by a leaking start-up kit (suk). During visual inspection, there was evidence of a leak mark from a saline leak was observed on the board of the air trap sensor block, related to the reported complaint. No other physical damage noted on the ivtm thermogard console. Event log data review was performed and revealed six mid:09 (air trap assembly) error messages around the complaint date; thus, confirming the reported complaint. The thermogard console failed the initial functional test due to a mid:09 error message, thus confirming the reported complaint. The air trap sensor block was replaced to address the error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported the thermogard xp ivtm system (sn tgxp10757) displayed mid:09 (air trap assembly) error during ivtm therapy. The console was cleaned and dried but the mid:09 was not cleared. The customer used a second tgxp for continue the treatment without delay. No additional information about the treatment is available. No impact or consequence to the patient.